Event description:
After an implantation period of approximately 1 month it was reported that loss of capture in the ventricular channel was observed. The lead remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the ligature marks were noted approximately 22 cm distal to the is-1 connector. The leads insulation was severely deformed in this region. However, expect some cuts in the insulation, most likely resulting from the extraction procedure, no further insulation damages were noted. Furthermore, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.